Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (guide system), is related to case with patient identifier (B)(6) (connect system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 362 mg/dl (guide) and 173 mg/dl (aviva connect). No adverse event reported. Return of the suspect device was requested for evaluation.